Event description:
Per the clinic, the patient reported poor sound quality and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device on (B)(6) 2021.